Event description:
The customer reported that the insulin pump alarmed motor error several times during bolus delivery. Troubleshooting was performed. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device passed the displacement test.